Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the degasser to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. Component code not available for degasser.

Event description:
The customer reported receiving erroneous low patient results for multiple analytes including opiates, oxycodone, 6-acetylmorphine on the au5800 clinical chemistry analyzer. The erroneous results were reported outside of the lab. There was no change in patient treatment in association with this event.